Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 3,000 joules. No other details were available. No pt injury was reported. The device was not returned for eval.